Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer and the flow meter sub assembly were replaced to resolve the reported issue. Customer contact reports no patient information available. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019. Date of device manufacture year is 2005. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.

Manufacturer narrative:
This supplement is being submitted to correct erroneous information in of the initial report. Additional information has been received that the bag to vent microswitch was replaced to resolve the reported issue.